Event description:
Following a sling procedure the pt voided well for several days and then started to retain urine. The urinary retention did not resolve over the next five weeks and in 10/2002, the physician cut the tape. The retention resolved to some extent but the pt is still not emptying completely.